Manufacturer narrative:
(B)(4) on (B)(6) 2016, customer advocacy sent the customer an email acknowledging receipt of the complaint, providing the complaint number, and inquiring if additional information may be available. Confirmation was also requested from the customer that there was no patient impact associated with reported issue. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Received a report of from heida moore at (B)(6) hospital that they had a report of a cautery cord that popped/burnt at the end that connects to the instrument. It happened when the doctor hand it in hand, but there was no harm to a patient or the physician. I don't have access to the sample itself as it's been discarded, but do have a picture from (B)(6) that can be relayed.